Event description:
Eval revealed a dislodged display screen and partially dislodged force sensor pins.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas for eval. A review of the pump history indicated that loss of prime warnings associated with non-zero low force had occurred; no loss of prime warnings were duplicated during testing. Eval revealed a dislodged display screen and partially dislodged force sensor pins. The force sensor was observed to be out of calibration.